Event description:
It was reported that at least one bd plastipak¿ 50ml concentric luer lock syringe experienced leakage. The following information was provided by the initial reporter: the syringes leak, the liquid runs out of the syringe along the stopper at the bottom. This is particularly dangerous with cytostatics. This charge (22 packages left) has been put aside immediately. It is an occurrence that has happened several times, the last time I saw it happen, there was 40 ml of rituximab in the syringe. When adding this volume to the infusion bag, the rituximab came out of the syringe on the side of the plunger. This problem occurred with several products. People were exposed to the leaking fluid, but over the gloves, so fortunately well protected. The patient didn't notice anything, it happened in the clean room of the pharmacy.

Manufacturer narrative:
Investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2008333, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 2008333 were used to for additional evaluation. The product was visually inspected, no defects or damage was noted, the stopper was properly assembled onto the plunger rod, and no leak was observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-19. H6: investigation summary: ten unused syringes were returned to our quality team for investigation. All samples were evaluated, there was no damage or molding defects noted in the plunger rod or other components that could have caused a leak and the stopper was verified to be properly assembled onto the plunger rod. A device history review was performed for the reported lot 2008333, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 2008333 were used to for additional evaluation. The product was visually inspected, no defects or damage was noted, the stopper was properly assembled onto the plunger rod. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Both the returned samples and retained product underwent these tests and all product was verified to meet required specifications, no leakages were observed. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that at least one bd plastipak¿ 50ml concentric luer lock syringe experienced leakage. The following information was provided by the initial reporter: the syringes leak, the liquid runs out of the syringe along the stopper at the bottom. This is particularly dangerous with cytostatics. This charge (22 packages left) has been put aside immediately. It is an occurrence that has happened several times, the last time I saw it happen, there was 40 ml of rituximab in the syringe. When adding this volume to the infusion bag, the rituximab came out of the syringe on the side of the plunger. This problem occurred with several products. People were exposed to the leaking fluid, but over the gloves, so fortunately well protected. The patient didn't notice anything, it happened in the clean room of the pharmacy.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least one bd plastipak¿ 50ml concentric luer lock syringe experienced leakage. The following information was provided by the initial reporter: the syringes leak, the liquid runs out of the syringe along the stopper at the bottom. This is particularly dangerous with cytostatics. This charge (22 packages left) has been put aside immediately. It is an occurrence that has happened several times, the last time I saw it happen, there was 40 ml of rituximab in the syringe. When adding this volume to the infusion bag, the rituximab came out of the syringe on the side of the plunger. This problem occurred with several products. People were exposed to the leaking fluid, but over the gloves, so fortunately well protected. The patient didn't notice anything, it happened in the clean room of the pharmacy.